Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: untreated stent thrombosis. Device issue: none. It was reported that the jostent was implanted in 2008, to treat a perforation. Ten days later, the pt experienced acute stent thrombosis. No treatment was reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The device was not returned to abbott vascular for investigation and it is therefore impossible to make an informed judgement as to the root cause of the complaint. The device was in working order and left abbott vascular as per specifications. It was reported that the stent was used as per the indication to treat a perforation. In the jostent graftmaster instructions for use (IFU), the potential adverse effects that may be associated with the use of the coronary stent graft are listed. Stent graft thrombosis/occlusion is listed as one of the potential adverse events.